Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After evaluation of the instrument data, the global product support specialist did not find an instrument malfunction. The customer repeated the sample as well as a redraw on another instrument, and the sample resulted as expected upon repeat testing. The cause of the discordant, falsely low tbil result on one patient sample is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low total bilirubin (tbil) result was obtained on one patient sample on a dimnestion vista 1500 instrument. The discordant result was reported to the physician(s), who questioned it. The sample and a redraw were rerun on another dimenstion vista 1500 instrument and both resulted higher. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low tbil result.